Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6. The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer stating that the contact lens solution was not neutralizing which resulted in an ulcer. The consumer visited doctor and prescribed with unknown eye drops. The consumer had mentioned of missing pre-rinsing the lenses. The current status of consumer¿s eye was symptoms resolved at the time of this report. No further information has been received at the time of this report.